Event description:
The customer reported the battery test failed and it was reading 13.55 volts direct currents (dc) after 20 minutes. The ventilator was not in use on a patient at the time of the event occurred.